Event description:
A report was received from a user facility in the (B)(6) stating: "cutter quit working when it entered the eye." Cutter had patient contact but there was no patient injury. The doctor used a different cutter to complete the procedure with no additional problems." There was no serious injury or report of permanent impairment reported related to the event.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. The vitrectomy cutter is manufactured by midlabs. The manufacturer has been contacted. Investigation is ongoing.